Event description:
It was reported that during a laparoscopic prostatectomy procedure, with the device clips fell out of the jaws while clamping the arteries. They also noticed that the clips did not close properly or close at all. Another device was used to complete the procedure. There were no adverse consequences for the pt. The below info has been requested but has not been received to date. If the info is received a supplemental will be sent. "Clips fell out of the jaws while clamping the arteries".

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip, yielded jaw. Evaluation summary: the analysis results of the instrument found that it was returned with the jaws yielded. The device was cycled and ejected the remaining six clips. It could not be determined what may have caused the jaws damage. It is known that the found jaws condition can lead to the reported event of clips being spitted out. Although, it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence, the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips".